Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication that are approved via rx verify was disappearing on the patient profile at the medbank cab. The technical support specialist (tss) found approved time and expiration time 2 hours apart. Rx requested and approved 3x times, but rx verify was disappearing. The tss also found unmatched numbers via structured query language (sql). Then, the tss resolved the issue and confirmed that the user was able to utilize the rx verify feature, and the medications were appearing correctly once approved. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user requested clonazepam at 6:13 pm local time, but the system showed that the item had been approved at 4:13 pm.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.